Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was opened during a procedure on (B)(6) 2013. According to the complainant, the device was broken when the packaging was opened. The procedure was completed with another wallflex biliary rx stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to ascertain additional clarification on what part of the device was broken. Therefore, due to the ambiguity of what part was broken, the most conservative interpretation of sheath broken was assumed. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of sheath broken. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description and that the device was not returned, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.